Manufacturer narrative:
(B)(4). Additional information requested and received: indications for surgery? Suspected colon polyp/mass. How was bleeding identified? Where on staple line was bleeding? Bleeding identified on post op day 1, re-operation performed and surgeon identified bleeding source at staple line, bleeding occurring at middle to distal 3rd how was bleeding controlled? Suture ligature. Was the ima completely skeletonized prior to firing or was it transected with surrounding mesentery tissue? Surrounding mesentery tissue. Was there any issue with device performance with initial procedure? No. We're there any issue with staple form in either procedure? No. How long after initial procedure did reoperation occur? 1 day. Current patient status? Released and home.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable: what were the indications for surgery? How was the bleeding identified? Where on staple line was the bleeding? How was the bleeding controlled? Was the ima completely skeletonized prior to firing or was it transected with surrounding mesentery tissue? Was there any issue with device performance in initial procedure? Were there any issue noted with staple form in either procedure? Will the device used in initial procedure be returned? What is the current patient status?

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon was performing the surgery and used the device with a white load to transect ima. Firing went as planned, procedure completed and staple line was dry. The next day patient was brought back to surgery, diagnostic lap performed and the surgeon stated bleeding at staple line was occurring; open laparotomy was performed and bleeding controlled.